Event description:
The customer reported that when they plugged the system in, it would make a high pitched alarming noise and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer was re-strapped. The system was then found to be operating as intended.